Event description:
Customer reported that on (B)(6)-2014, he received a reading of 300 mg/dl on his adc blood glucose meter and subsequently self-treated with an unspecified amount of insulin. Customer further reported that "an hour later he went to sleep and his daughter was trying to wake him up but he was not responding". Customer suffered a loss of consciousness. Daughter called paramedics and upon their arrival, customer was treated with medication intravenously and received IV glucose. No diabetic diagnosis was reported, however the customer was informed that a reading of 49 mg/dl was obtained on the paramedic meter in comparison to a reading of 80 mg/dl obtained on the customer's adc meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.